Manufacturer narrative:
The cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This complaint is on the cap alone.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition issue. It was reported that the battery cap is "a little tight to screw on". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit. This complaint is on the battery cap alone.